Event description:
It was reported, that the customer inadvertently performed the load sequence, while connected to the site. As a result, the customer experienced a low blood glucose (bg). However, a specific value was not provided. Customer required assistance from emergency medical service to address the low bg. Multiple attempts were made by tandem technical support to follow-up with the customer. However, no response was received. And no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning: never fill your tubing, while your infusion set is connected to your body. Always ensure, that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text: device not returned.